Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing infiltration during use. The following has been provided by the initial reporter: material no: 382533, batch no: unknown. It was reported that since implementation in (B)(6) 2019 they have had 8 documented IV infiltration incidents.